Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Doctor reported events of "wound problem", pneumonia, urinary tract infection, c. Difficile, and "port site infection", from journal article, "predicting risk for serious complications with bariatric surgery", annals of surgery, vol 254, number 4, october 2011. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the numerous pts listed in table 2 of the article who were diagnosed with the various forms of infection listed above.